Event description:
It was reported that the patient called to report that he has having increased incontinence with his artificial urinary sphincter (aus). He has had his aus since 2005 or 2006. He is also undergoing treatment for lung cancer. He stated that he had a cystoscope by a urologist that wasn't his implanting dr. To check on his bladder and incontinence. He said the cause of his increase in incontinence was undetermined by the scope. He requested help in finding a prosthetic specialist in his zip code in (B)(6) (he had the original placed at the (B)(6)) and can't travel there now due to his cancer treatments. Patient liaison looked on the locator at (B)(6) for him as he doesn't have a computer and located a specialist. The patient was supplied with doctor's phone number. He will contact him for follow-up.